Event description:
It was reported that the customer's blood glucose level was 440 mg/dl. The customer received multiple lost sensor and weak signal alarms. The insulin pump was not communicating with the transmitter. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.